Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
It was reported that the ventilator produced machine and proximal pressure sensors failure code. There was no patient involvement.

Manufacturer narrative:
G4: 07apr2020. B4: 08apr2020. An investigation was performed and the product analysis technician reported that the debris inside the ventilator was caused by the missing cooling fan filter. Without the filter, the flow of the cooling fan air is being pulled inside the ventilator. The da-mc (data acquisition-motor controller) ribbon cable was disconnected from mc pcba (printed circuit board assembly) j2 connector, which generated the machine and proximal pressure sensors failure code. The contamination found inside the blower assembly was caused by the missing bacteria filter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.